Event description:
It was reported a patient underwent a procedure on (B)(6) 2013 receiving an orthopedic salvage system and an anthrodesis nail. Subsequently, the patient was revised on (B)(6) 2013 due to nail fracture. The nail was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿fatique fracture of the components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."